Event description:
The comfort infusion set made by unomedical and distributed in the u.s. By (B)(4) should not be used with the medtronic 508 insulin pump. The unomedical luer-lock connector with the comfort infusion set is elliptical with an outside measurement of .265 thousandths an inch by .250 thousandths of the inch. The medtronic 508 insulin pump is designed for a circular connector that has an outside measurement of .250 thousandths of an inch by .250 thousandths of an inch. Using the unomedical comfort infusion set with the medtronic 508 insulin pump created a number of problems: the unomedical luer-lock connector creates excess pressure on the medtronic 508 insulin pump's front latch when not correctly aligned. Proper alignment of the medtronic 508 insulin pump with the unomedical comfort infusion set is found by trial and error. Additional, there are times the user is required to rotate the cylinder of the medtronic mmt-103a reservoir to correctly align the infusion set. Last of all, it is possible to compress the unomedical luer-lock connector by .010 thousandths of an inch by using excessive pressure on the medtronic 508 front latch. By compressing the luer-lock connector you can increase the area were correct alignment is possible. My medtronic 508 insulin pump is now cracked at the base of the front latch. Eventually, the housing will fail and the (B)(6) should provide me with a new insulin pump. I was first directed to use the comfort infusion set by my health care provider in (B)(6) 2010. To clarify "directed," I received the unomedical comfort infusion set in the mail vice my normal infusion set the medtronic's sof-set ultimate qr. When I questioned my health care provider about the change, I was not provided with an explanation. Simply put, I believe that regardless of the insulin pump, the only infusion set now available though the (B)(6) hospital, (B)(6) is the unomedical comfort infusion set. When I tried to report the problems, I encountered with the infusion set to the next level of health care providers at the diabetes clinic, (B)(6) hospital, (B)(6), or the pharmacy at the hospital; no one would take my calls or return my calls.